Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device not returned. Visual analysis of the x-ray images provided by sales consultant attached to (B)(4) titled "(B)(4)_x-ray_02" & "(B)(4) x-ray_01"was performed. Visual review of the profile image suggest break occurred approximately in the midpoint of device at point of minimum thickness. Based on this analysis the complaint condition could be confirmed. Dimensional inspection: dimensional inspection could not be performed as the device was not returned however visual review of the topographical image suggests appropriate implant shape with no obvious abnormalities. Document/ specification review: no manufacturing related issues were identified and/or confirmed during x-ray analysis, review to the specific prm and prm line is not required. Manufacturing record evaluation could not be completed because the lot number was unknown. Investigation conclusion: the x-rays show both a topographical and profile image of the patient & device. The x-rays show postoperative hammertoe/claw toe malformation present in the toe of the patient with the device. Instructions for use for hammerlock 2 devices indicate immobilization of the treatment site must be maintained throughout the healing process. If immobilization was not maintained, this could impart forces in the direction of the break however the risk of implant malfunction due to patient noncompliance could not be assessed based on information provided. No further corrective action will be implemented in response to this event as relation of the complaint event to device design and/or manufacturing could not be established. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown bone staple: hammerlock 2/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a broken unknown hammerlock 2 due to unknown reason. On (B)(6) 2019 the patient came in and the implant inside her toe has been broken. The unknown hammerlock 2 was originally implanted on (B)(6) 2018. There was no plan to remove the device. Patient status is unknown. This report is for one (1) unknown bone staple: hammerlock 2. This is report 1 of 1 for complaint (B)(4).